Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Other text : not returned to manufacturer.

Event description:
It was reported that multiple autofill failures on a cs300 intra-aortic balloon pump (iabp) using a sensation plus balloon. The end user initiated a ¿iab fill¿ which resulted in a prolonged attempt ¿ at least twice as long as usual but ultimately success. Another fill resulted in autofill failure. Once pumping the process repeated after 2 hrs. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), g4, g7, h2, h10. The customer reported that the reported issue was related to the intra-aortic balloon (iab) itself and not with the intra-aortic balloon pump (iabp). Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. Despite our best efforts, the serial# of the iabp has not been received, and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that multiple autofill failures on a cs300 intra-aortic balloon pump (iabp) using a sensation plus balloon. The end user initiated a ¿iab fill¿ which resulted in a prolonged attempt at least twice as long as usual but ultimately success. Another fill resulted in autofill failure. Once pumping the process repeated after 2 hrs. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that multiple autofill failures on a cs300 intra-aortic balloon pump (iabp) using a sensation plus balloon. The end user initiated a ¿iab fill¿ which resulted in a prolonged attempt ¿ at least twice as long as usual but ultimately success. Another fill resulted in autofill failure. Once pumping the process repeated after 2 hrs. There was no harm or injury to patient and no adverse event was reported.